Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's wife that patient had stryker left knee surgery done on (B)(6) 2017 and then had a revision done on (B)(6) 2018. Patient has been experiencing pain, instability and swelling. Update: this pi is for pain after revision.

Event description:
It was reported by patient's wife that patient had stryker left knee surgery done on (B)(6) 2017 and then had a revision done on (B)(6) 2018. Patient has been experiencing pain, instability and swelling. Update: this pi is for pain after revision.

Manufacturer narrative:
An event regarding alleged pain involving an unknown knee was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed because the device was not returned for analysis. Clinician review: a review of the provided medical records by the consulting clinician indicated "patient underwent a cementless left tka on (B)(6) 2017. Initially the patent had a normal postoperative course but by 6 months postoperatively he developed an effusion and increased pain in the knee. Initially this was treated conservatively however his symptoms persisted and worsened and a workup including radiographs , bone scan and aspirations was performed seeking a possible infectious or mechanical cause for this problem. The infection workup proved to be negative and his symptoms persisted. On physical exam subtle varus/valgus instability was present and revision surgery was carried out on (B)(6) 2018. Fresh frozen soft tissue biopsy was obtained at the time of the revision and again no evidence for infection was seen. In addition to the biopsy the revision surgery comprised a thorough synovectomy and exchange to at thicker tibial insert in hopes of increasing knee stability. Post revision the patient continued to complain of severe pain and instability with the knee ¿kicking inwards¿ when he walked. The surgeon report the knee is stable on clinical exam and no evidence for infection, instability or mechanical complication existed. Exists. The patient had range of motion of -20 to 90 degrees. Further physical therapy with stretching and strengthening were recommended. " product history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: the event was confirmed by medical review. A review of the medical review revealed that "review of these records confirms pain and stiffness following primary and revision knee surgery most likely due to arthrofibrosis occurred however, the root cause cannot be determined as insufficient information was available. No evidence was for mechanical complication related to the implant was presented." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.